Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus and fixed prime on the insulin pump. The customer's blood glucose level was 216 mg/dl. The troubleshooting was performed. It was explained to customer that the connection site may have been occluded and advised to change the entire infusion set. The problem was resolved. No further information was reported.